Event description:
The coulter lh500 instrument generated an erroneously low hemoglobin (hgb) result for a finger stick specimen when compared to results from venous drawn specimen from the same patient, which was considered correct. The low hgb result was not reported out of the lab. Based on information provided, there was no change to patient treatment as a result of this event.

Manufacturer narrative:
Erroneous result occurred on a specific sample collected via finger stick. Small specimen volume in finger stick tube only had enough sample to aspirate one time. Qc is run daily. Qc was performed before and after the event and results recovered within specifications. A field service engineer (fse) was not dispatched for this event. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.